Manufacturer narrative:
Additional information has been requested. Subject device not explanted. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
During an occipital craniotomy surgeon was inserting two matrixneuro screws and the heads broke off of both. Surgeon was unable to retrieve the two screws burring the shaft down even with the bone. Surgeon did complete the procedure. The shafts of two screws remain in the pt's bone. This is two of two reports for this event.